Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a perforation, pericardial effusion, and tamponade occurred. An intellamap orion mapping catheter was selected for use during a right ventricular outflow tract (rvot) ectopy ablation procedure. During manipulation of the orion in the rvot, the patient experienced chest pain. Initial echocardiography showed no pericardial effusion. It was difficult to cannulate the rvot without the use of a sheath, so the orion was retracted and another manufacturer¿s 9f sheath was utilized. There was no effusion after the attempt to cannulate the rvot without a sheath. When inserting the sheath and orion in the rvot, the patient again experienced pain. The orion showed high impedance on all electrodes and the rhythmia system was unable to visualize the orion splines opening; troubleshooting began. When the orion and sheath were retracted into the right ventricular (rv) apex, the patient experienced a drop in blood pressure (80/40 mmhg) and more chest pain. At the time the devices were removed from the rvot, deployment detection in the rv had been working. Bedside echocardiography showed a large pericardial effusion. The patient also experienced tamponade. The cause of the initial chest pain had not been determined, but the subsequent bout of pain in conjunction with decreased blood pressure was attributed to perforation and pericardial effusion. A pericardiocentesis was performed, bleeding was stopped with heparin reversal (protamine), and the patient was stable when leaving the catheter lab. The patient was transferred to the coronary care unit with the pericardial drain in-situ. The patient would be monitored for 24 hours, extending her hospital stay. The cause of the high impedance was determined to be due to the catheter being outside the heart. The loss of deployment was also due to the catheter being outside of the heart, and was not due to the catheter, software, references, etc. The loss of deployment was only noted after the catheter and/or sheath had perforated the heart. There had been no device issues that would have contributed to the perforation or subsequent effusion. The probable cause of the pericardial effusion was a perforation of the rvot caused by either the sheath or the orion; the physician believed it to be the orion. The exact location of the perforation was not confirmed, as the patient did not undergo open heart surgery.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. However, case files were received and reviewed, and found mostly normal function with intermittent deployment detection / high impedance warnings. Lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review of the lots identified found no issues. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. Bsc ID (B)(4).

Event description:
It was reported a perforation, pericardial effusion, and tamponade occurred. An intellamap orion mapping catheter was selected for use during a right ventricular outflow tract (rvot) ectopy ablation procedure. During manipulation of the orion in the rvot, the patient experienced chest pain. Initial echocardiography showed no pericardial effusion. It was difficult to cannulate the rvot without the use of a sheath, so the orion was retracted and another manufacturer¿s 9f sheath was utilized. There was no effusion after the attempt to cannulate the rvot without a sheath. When inserting the sheath and orion in the rvot, the patient again experienced pain. The orion showed high impedance on all electrodes and the rhythmia system was unable to visualize the orion splines opening; troubleshooting began. When the orion and sheath were retracted into the right ventricular (rv) apex, the patient experienced a drop in blood pressure (80/40mmhg) and more chest pain. At the time the devices were removed from the rvot, deployment detection in the rv had been working. Bedside echocardiography showed a large pericardial effusion. The patient also experienced tamponade. The cause of the initial chest pain had not been determined, but the subsequent bout of pain in conjunction with decreased blood pressure was attributed to perforation and pericardial effusion. A pericardiocentesis was performed, bleeding was stopped with heparin reversal (protamine), and the patient was stable when leaving the catheter lab. The patient was transferred to the coronary care unit with the pericardial drain in-situ. The patient would be monitored for 24 hours, extending her hospital stay. The cause of the high impedance was determined to be due to the catheter being outside the heart. The loss of deployment was also due to the catheter being outside of the heart, and was not due to the catheter, software, references, etc. The loss of deployment was only noted after the catheter and/or sheath had perforated the heart. There had been no device issues that would have contributed to the perforation or subsequent effusion. The probable cause of the pericardial effusion was a perforation of the rvot caused by either the sheath or the orion; the physician believed it to be the orion. The exact location of the perforation was not confirmed, as the patient did not undergo open heart surgery.